Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to noisy signals oversensing. The noisy signals were due to muscle noise during a seizure. Technical services (ts) was consulted and discussed the stored episode as well as available programming options. This s-ICD remains in service. No additional adverse patient effects were reported.